Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure tip broke on'), pelvic pain ('physical pain/pelvic pain,pain pelvic'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('pregnancy- stillbirth/miscarriage. Birth - complication') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy test negative. Concurrent conditions included bone pain, depression and endometriosis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), nausea ("nausea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and migraine ("migraines/headache"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain,abdominal area"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), anxiety ("mental anguish") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral,hysterectomy). Essure was removed on (B)(6) -2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, bleeding menstrual heavy and vaginal haemorrhage had resolved, the pregnancy with contraceptive device, abortion spontaneous, psychological trauma, bladder disorder, urinary tract disorder, menorrhagia, depression, anxiety, nausea, dyspareunia, fatigue and migraine outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, vaginal haemorrhage and bleeding menstrual heavy to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2016, (B)(6) 2014 as in pfs birth -complication is mentioned but it is not specified diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2021: slight fullness of the right renal collecting system which is nonspecific. Several small pelvic calcifications_ none of these are definitively within the ureters. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion. Batch no c06462, production date 2013-12-13, expiration date 2016-12-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure tip broke on'), pelvic pain ('physical pain/pelvic pain,pain pelvic'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('pregnancy- stillbirth/miscarriage. Birth - complication') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy test negative. Concurrent conditions included bone pain, depression and endometriosis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), nausea ("nausea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and migraine ("migraines/headache"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain,abdominal area"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), anxiety ("mental anguish") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral,hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, bleeding menstrual heavy and vaginal haemorrhage had resolved, the pregnancy with contraceptive device, abortion spontaneous, psychological trauma, bladder disorder, urinary tract disorder, menorrhagia, depression, anxiety, nausea, dyspareunia, fatigue and migraine outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, vaginal haemorrhage and bleeding menstrual heavy to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2016, (B)(6) 2014 as in pfs birth -complication is mentioned but it is not specified. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2021: slight fullness of the right renal collecting system which is nonspecific. Several small pelvic calcifications_ none of these are definitively within the ureters. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021: mr received: medical history and lab test added. New events, "essure tip broke on" added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain,pain pelvic'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('pregnancy- stillbirth/miscarriage. Birth - complication') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included bone pain, depression and endometriosis. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), nausea ("nausea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and migraine ("migraines/headache"). On (B)(6)2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain,abdominal area"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), anxiety ("mental anguish") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral,hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, bleeding menstrual heavy and vaginal haemorrhage had resolved, the pregnancy with contraceptive device, abortion spontaneous, psychological trauma, bladder disorder, urinary tract disorder, menorrhagia, depression, anxiety, nausea, dyspareunia, fatigue and migraine outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, vaginal haemorrhage and bleeding menstrual heavy to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6)2016, (B)(6)2014 as in pfs birth -complication is mentioned but it is not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain,pain pelvic'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('pregnancy- stillbirth/miscarriage. Birth - complication') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included bone pain, depression and endometriosis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), nausea ("nausea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and migraine ("migraines/headache"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain,abdominal area"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), anxiety ("mental anguish") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral,hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, bleeding menstrual heavy and vaginal haemorrhage had resolved, the pregnancy with contraceptive device, abortion spontaneous, psychological trauma, bladder disorder, urinary tract disorder, menorrhagia, depression, anxiety, nausea, dyspareunia, fatigue and migraine outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, vaginal haemorrhage and bleeding menstrual heavy to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) -2016, (B)(6) -2014 as in pfs birth -complication is mentioned but it is not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received : lot number added. Following events were added : menorrhagia, abnormal vaginal bleeding, depression, mental anguish, nausea, dyspareunia, fatigue, migraines/headache, back pain. Medical history,concomitant conditions and reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('pregnancy- stillbirth/miscarriage. Birth complication') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, psychological trauma, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2016, (B)(6) 2014. As in pfs birth complication is mentioned but it is not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received: new events pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, bladder/urinary problems, pregnancy- stillbirth/miscarriage, birth - complication were added. Outcome of event pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia, genital bleeding was updated as recovered/resolved. Patient demography, lab data were added. Case is now incident. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.